Manufacturer narrative:
(Patient identifier) is (B)(6). The complete number would not fit due to field length limitation. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a false positive architect bhcg result of 542.38 miu/ml was generated for a patient (sample ID (B)(6)) on (B)(6) 2014 and did not match the patient's clinical history. The same sample was retested on a different architect analyzer on (B)(6) 2014 and the result was negative at <1.2 miu/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
No patient sample was available for investigation. A review of customer provided data attachments was performed. A review of tracking and trending for architect b-hcg list number 7k78 found no adverse trends and no non-statistical trends for the product. Historical testing data was reviewed and no issues were noted. Architect b-hcg reagent lot 34931ui00 passed all specifications and was found to be acceptable at the time of manufacture. In addition, accuracy testing on b-hcg reagent lot 34931ui00 was performed. Qc and panel results were within expected ranges. Review of product labeling determined that adequate labeling is provided to assist the customer in troubleshooting results that appear not to fit the patient's clinical picture. No deficiency of the product is demonstrated. There is no evidence that a malfunction has occurred.